Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for check supply line alarm was not confirmed due to unavailable sample. A cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exceptions were documented for this lot.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice (hc) during prime. The tsr had the hp check the drain line. The hp stated that the drain line was in the water; the hp lifted the line to create a space between the line and the water. The hp stated the alarm repeated. The tsr then assisted the hp with additional troubleshooting. The hp stated the line was pinched; the hp smoothed the line but alarm repeated. The tsr assisted the hp to cycle power to start over with new supplies. There was patient involvement; there was no patient injury or medical intervention reported.